Event description:
It was reported that the patient underwent a surgical procedure to replace an unspecified boston scientific penile prosthesis with an inflatable penile prosthesis (ipp) for unspecified reasons.